Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 324mg/dl and a correction bolus was delivered to address the bg level. The customer stated that at times they change their infusion set site to resolve the occlusion alarm. The customer stated that they are fairly thin and active, tandem technical support (cts) advised the customer to consult with their healthcare provider regarding possibly using different types of infusion sets. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.